Manufacturer narrative:
The exact implant date of device is unknown. Complaint conclusion:  as reported by the legal department, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2015. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including, but not limited to, tilt, filter embedded to wall of ivc, and failed retrieval attempt. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The product is an implantable device and was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2015; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease vena cava filter on or about (B)(6) 2015. The filter subsequently malfunctioned and caused injury and damages to the plaintiff. Including, but not limited to, tilt, filter embedded to wall of ivc, and failed retrieval attempt. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information received indicated that the filter tilted and was embedded and there was a failed retrieval attempt. The indication for the implant was pulmonary embolus (pe) and bilateral deep vein thrombosis (dvt). The filter was placed via the right basilic vein at the infra-renal level. The access site was then used to insert a peripherally inserted central catheter (PICC) line. Additional information contained in the patient profile form indicated that the patient became aware approximately four months post initial implant that the device was tilted and embedded, at that same time an unsuccessful percutaneous removal attempt was performed. The medical records pertaining to the removal attempt have not been provided. The ppf also indicated that the patient is reported to continue to experience anxiety related to the device. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported tilt and retrieval difficulty could not be confirmed. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.